Event description:
Fluid build up [fluid retention]. Inability to walk [walking difficulty] . Pain in the knee [knee pain] . Swelling in knee [knee swelling]. Drained out 3 syringes of fluid from knee [knee effusion]. Case narrative: based on the additional information received on 29-may-2018, this case initially processed as non-serious was upgraded to serious as of intervention required. This unsolicited case from united states was received on (B)(4) 2018 from a non-healthcare professional. This case involves a (B)(6) years old male patient who received treatment with synvisc and after 7 days experienced pain in the knee, swelling in knee, fluid buildup and inability to walk. Medical history: minor diabetes and takes 500mg metformin twice a day (concomitant drug). No past drugs and concurrent conditions were reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc injection with frequency one per week; two weeks total and 3 weeks cancelled due to severe problems (dose: not provided) (batch/lot number: 7rsp015; expiration date: 30-sep-2020) for knee pain/arthritis. On (B)(6) 2018, patient received another synvisc injection and stopped the drug on the same day. The patient received two week total once per week and the third week injection was cancelled due to severe problems. On an (B)(6) 2018, after 7 days, patient complained of pain in the knee and swelling. He had the injection in the past and never had this reaction. Patient stated that after the second shot was taken on (B)(6) 2018; severe reactions occurred. Patient reported severe pain, knee swelling, fluid build up, inability to walk (event onset: (B)(6) 2018 and latency: 7 days). Patient stated that he took steroid and painkiller. Patient reported that he visited doctor and he drained out three syringes and fluid from knees. Then patient took steroids (prednisone) and antibiotic. Action taken: drug withdrawn. Corrective treatment: steroid (prednisone), painkiller and antibiotic. Outcome: recovered for all the events. Serious criteria: intervention required for all the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsp015 expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsp015, no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(4) 2018 there are 8 complaints on file for lot # 7rsp015 and all related sublots. 1 complaint is on file for lot 7rsp015a: (1) adverse event report. 7 complaints are on file for lot# 7rsp015: (5) adverse event reports and (2) leakage. Sanofi will continue to monitor complaints to determine if a CAPA is required. Additional information was received on (B)(4) 2018. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from the patient: height, weight, indication, stop date added; events: fluid build up, inability to walk added; event start date, corrective treatment, medical history, concomitant drug added; event outcome, action taken updated and case upgraded to serious. Clinical course was added and text amended accordingly.